Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using lutonix 018 drug coated dilatation catheter. During the procedure, the balloon was allegedly failed to open fully leaving a small pinch on the balloon. Further, the balloon was inflated and deflated again to get the area to open and was further slightly over-inflated when it was fully opened. Another device was used to complete the procedure.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one lutonix 018 drug coated balloon catheter returned for evaluation. Upon visual inspection, there was also one twisting point near to the distal tip. The balloon was folded over itself along its length and was noted to have dried saline/contrast within. No anomalies noted to the hub. During functional testing, negative pressure was applied with an in-house presto inflation device. The balloon was inflated and maintained a normal uniform shape and pressure. The balloon was inflated to rbp and was able to maintain uniform shape and pressure. The balloon was deflated and did not revert to twisting. No other functional testing performed. Although, the balloon was inflated and deflated without any issues, the investigation is confirmed for the reported material twist upon inflation as twisting was noted on the balloon near to the distal tip. A definitive root cause for the reported twist upon inflation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (onu; prc). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.